Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted while in use on a patient. No patient injury was reported.

Manufacturer narrative:
The log file was analysed with respect to the reported event. Other than reported, there was no device restart logged on the reported date of event (august 23, 2022). As per log file an unexpected restart could be confirmed on (B)(6), 2022. The log file contained no entry indicating a technical malfunction of the ventilator. As per log file no battery operation or power failure issue occurred before that restart. Dräger concludes that the reported issue was caused by the user by switching the device off and on via the mains switch. In case of a device shutdown via the mains switch while active ventilation, the safety valve opens to ambient allowing the patient for spontaneous breathing. The instruction for use describes the correct way of shutting down the device in the chapter ¿ending operation¿. In this case no patient injury was reported. Based on the investigation results this case is no longer considered to be reportable as neither death nor a serious injury were caused, nor would it be expected to occur in case of recurrence.

Event description:
It was reported that the device restarted while in use on a patient. No patient injury was reported.